Event description:
Pt's spouse called lfs alleging pt's meter was prompting an error 4 message. The pt had originally reported that the meter would not power off. This issue was resolved, however on the evening of 2003 the pt was experiencing symptoms of high blood sugar and obtained the error 4 message when attempting to test. The pt's spouse contacted the physician and was advised to go to the hospital. The pt was admitted with high blood sugar and was kept in the hospital for approx one week. Pt's spouse stated that when pt meter was functioning properly, pt only tested about 3 times a week depending on how they felt. Pt's spouse stated that pt had not tested for a few days before the incident. Spouse was also unable to provide what any of the results were, at home and in the hospital. The issue with the meter was not resolved with troubleshooting. The meter has been replaced for the pt. The case is being reported as a malfunction because the meter did not cause or contribute to the serious injury. Pt was already experiencing symptoms upon attempting to test and had not attempted to test for about 3 days prior to the incident.